Event description:
Company representative has reported an event of the commode flipped over when the end user transferred to the commode from her wheelchair. The unit will be replaced with a heavier unit. No injury.